Event description:
It was reported that a leak was observed in a half day infusor during filling the device with unknown solution. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the condition was determined to be due to a manufacturing issue. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed. Evaluation summary: one sample was received at the plant for evaluation. Visual inspection noted fluid inside the housing of the device which confirmed leakage had occurred in the unit. A functional leak test was performed on the unit by refilling the reservoir with green color water in order to identify the exact location of leakage. After fill, leakage was visually observed at the welded area of the volume indicator port located inside the infusor housing. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Correction and additional information: the device was manufactured october 23, 2013 ¿ october 25, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.